Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, heavily tortuous renal artery that is 85% stenosed. Once at the lesion prior to deployment, resistance was met with the guiding catheter and the balloon dislodged from the 4.0x15mm herculink balloon-expandable (bes) stent delivery system. The bes was simply withdrawn, and another same size device was used to complete the procedure. After the procedure, the device was handled and the stent was lost during transportation, leaving only the delivery system. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.